Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the firing mechanism of the device fractured, preventing the clip from disengaging after firing, they had to manually pull the clip out because they could not disengage the entire device from the patient. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block 11: investigation result: a mantis clip was received for analysis. Visual inspection of the returned device revealed that the clip was received with the assembly stuck into the bushing and no evidence of activation performed. It was also noted that the distal part of the catheter was unraveled and kinked. The reported complaint of "clip failure to release from catheter and system stuck" did not detect any problems related to the reported issue, as the clip assembly returned without any activation performed. It was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the firing mechanism of the device fractured, preventing the clip from disengaging after firing, they had to manually pull the clip out because they could not disengage the entire device from the patient. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Additional information received on october 24, 2024: it was confirmed that the device was used in the trachea-esophageal fistula.